Event description:
A site reported that a pt received treatment for scarring and responded with a burn on the treated area. The pt stated that "the top of the skin was blown away."

Manufacturer narrative:
The product was installed at the user site (B)(6) 2006. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(6) 2012 with no issues found. The treatment parameters reportedly used by the operator were: 7mm spot size, 0.45ms pulse duration, 7j/cm2, and 30/20 dcd setting, which are within the parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.